Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Additional, corrected, and/or changed data: a.2., a.3., b.3., b.5., b.7., d.10., e.1., h.6., h.8.

Event description:
Additional information reported patient was also injected with juvéderm® volift¿ with lidocaine into c6. Patient experienced additional event of infection and lump. Patient was treated with a total of 5 vials of hyaluronidase over 3 visits. Event has resolved a little over two weeks after onset. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00171 (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product, juvéderm® volux¿.

Manufacturer narrative:
Suspect product: lot number 963/2. Type of investigation code: b15, b17, b20. Investigation conclusions code: d1101. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with volux with 0.5 mls each side of c1 with cannula. Patient is believed to have "a compressed the facial artery within the chin area possibly as product is integrating so is being hyalased." Cap refill was slower and some paleness noted near the lower lip. Symptoms on going.